Manufacturer narrative:
Correction-section h2: checked "correction".

Manufacturer narrative:
Correction-section h8: checked initial use of device.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited an undersensing. No intervention or patient condition was reported.